Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization for diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h / 2016, checking your blood glucose 7/ page 95. Warning: ¿low¿ or ¿high¿ blood glucose readings can indicate a potentially serious condition requiring immediate medical attention. If left untreated, this situation can quickly lead to diabetic ketoacidosis (dka), shock, coma, or death.

Event description:
The mother reported her daughter was hospitalized and diagnosed with diabetic ketoacidosis and treated with IV insulin. Earlier when patient was swimming, the pod adhesive came loose from her abdomen. The mother secured the pod with tape. Afterward, while at a basketball game, the pod alarmed; however, they did not hear the alarm. The patient was without insulin for approximately four hours. Pod worn between 24 and 36 hours.